Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with skinvive¿ by juvéderm® and juvéderm voluma® xc in the cheek area. Immediately after the injections, the patient experienced ¿vascular occlusion/ excessive redness in the area of the injection site.¿ after additional observation for over an hour, it was decided to inject hylenex® in the area. Some improvement was seen at that time. The patient went home and was asked to send pictures that evening. The hcp was still concerned so they had the patient go back to the office. The patient was treated again with additional hylenex® into the area, and they used an ultrasound to guide the injections. The patient has continued to improve but they are monitoring closely. Symptoms are ongoing.